Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device sensitivity changed. Analysis found normal device characteristics.

Event description:
It was reported that the patient experienced a syncopal episode at home and was transported by ambulance to the hospital. This syncopal episode lasted about 15 minutes. The device was explanted.